Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet charger did not illuminate or charge the device despite attempts with different outlets and a different power supply, and a replacement charger was provided; the user continued charging the ilet with an iphone charger without interruption. Symptoms included no clinical symptoms. Outcomes included no impact on health status or therapy interruption. Investigation included user troubleshooting and replacement of the suspected defective charger. Investigation of this case revealed a malfunction of the external charger consistent with a nonfunctional charging indicator or power delivery failure. It was concluded, based on previously established findings for similar reports, that the cause was a defective accessory component.